Event description:
It was reported that the lead perforated the patient's heart. Lead dislodgement was also noted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
FDA request for additional information: the final results of any failure analysis or laboratory testing of the device listed in the report(s) including: a complete description of methodology(ies) used, an ide ntification of the failure mode(s) and/or mechanism(s) and the associated component(s) involved, any conclusions based on the final failure analysis or laboratory test results. St. Jude medical response: results and conclusion codes contained in this report.